Event description:
It was reported that the surgeon inserted a 20.0 diopter aa4204vl silicone single piece lens but the lens was torn with the injector and had to be removed from the bag. The lens was removed with no patient injury. The reporter indicated that the cause of the lens was due to the injector. Another same type lens was implanted. The patient's current condition is good.